Manufacturer narrative:
A medtronic representative reported that by sharp pointer he mean the navigation tip probe from the vertex max tray that belongs to the customer. He never took the pointer away from the site, he only tested it on a 3d spine model and observed later on a cases and didn't see any problem with the device. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the behavior could not be replicated.

Manufacturer narrative:
Per in situ testing passive planar sharp is likely out of spec. No parts have been replaced or returned. Sharp passive pointer probe part # is 960-553 and lot # 150331, manufacture date of probe 03/31/2015.

Event description:
The surgeon reported that during a cervical spine surgery (c2-5 fusion revision), the stealthstation was ready to acquire the c-arm scan, but the spheres of both the c-arm tracker and the stealth air reference frame where flickering in the camera view. Eventually, when the scan initiated, the flickering caused the scan transfer to fail. The camera was re-positioned and this stopped the flickering, but then the system (acquiring scan step) didn't go red. When the user went back to the "select profile" screen and again returned to the "acquire images" screen there was a message of "scan in process," but there was no scanning in process. The network cable was disconnected and then the message was gone. They were then able to proceed and scans were properly transferred. The long open clamp was positioned on c5 vertical with the frame facing the head. Accuracy was verified with the sharp pointer probe, but it was off by 3mm. It was confirmed in the software that the correct instrument had been chosen. They re-verified the sharp pointer probe twice, but the inaccuracy persisted. They used a different probe and the accuracy was perfect.. Accuracy was verified with fluoroscopy. Case proceeded using other probe. No harm to the patient and less than an hour delay.